Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4) FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced acute respiratory decompensation refactory to nasal intermittent positive pressure ventilation. The patient was intubated emergently. An open tracheostomy was performed (B)(6) 2017. Their trach was removed (B)(6) 2017.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported respiratory failure cannot be conclusively determined through this investigation. On (B)(6) 2017, the patient experienced acute respiratory decompensation, refractory to noninvasive positive-pressure ventilation, and was emergently intubated. An open tracheostomy was performed on (B)(6) 2017, and the tracheostomy tube was removed on (B)(6) 2017. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists respiratory failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.